Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the alleged condition of the device overheating was confirmed, as an intermittent motor and seized sag head assembly was found. Based on the investigation details, the likely cause for the overheating was the motor cartridge, blade mount assembly, and motor housing, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.